Manufacturer narrative:
Clinical summary - (B)(6)- case# (B)(4). Event: acute left basal ganglia ischemic stroke, further complicated by intraparenchymal hemorrhage in the left basal ganglia. Past medical history: carotid artery stenosis, bilateral, hypertension, long standing, sinus bradycardia, hypercholesterolemia, hypothyroidism, vitamin d deficiency, glaucoma, sicca syndrome after squamous cell carcinoma of patient's head and neck, colon polyp, benign/ history of squamous cell carcinoma of the head and neck, osteoarthritis of the knee, status post knee replacement (B)(6) 2018, history of postoperative urinary retention, not with sedation for colonoscopy but with general anesthesia, has had problems with that. Procedure: on (B)(6) 2018 a left transcarotid artery revascularization (tcar) performed under general anesthesia. Surgical exposure of the left common carotid artery above the clavicle and percutaneous access to the right common femoral vein. Procedure completed under high flow rate flow reversal. The left internal carotid artery lesion (ica) was pre-dilated with a with a 5mm x 20mm balloon. At this time the patient did become progressively more somnolent and was snoring. It was confirmed that no additional narcotics were given, and anesthesia was modified to partially reverse this. During this time placement a 10mm x 40mm enroute transcarotid stent and overlapped with a 10mm x 30mm enroute transcarotid stent was completed. The stent was post-dilated with a 5mm x 20mm balloon. Angiogram showed very good flow through the stent in 2 different views with no significant stent compression. Protamine was given the site was closed. The patient was undraped. He was not moving his right foot, nor his right hand and he did have some facial drop of his right side. Dr. (B)(6) then called a code stroke. Code stroke team came and assessed the patient prior to that there was discussion about sedation. Anesthesia then began to reverse sedation. The patient was becoming more awake. And the decision was made to take them down for a CT. The CT was normal, no bleed, no vessel occlusion. In the CT holding area at patient was moving his right foot. He was moving his right-hand squeezing, not as tight as before but squeezing and his right arm tone was improving per stroke team. He was also talking to dr. (B)(6) and sticking out his tongue. Still had slight facial droop of the right side. He is going to be in the ICU. Post-procedure timeline: (B)(6) 2018 @ 4.50pm: initial CT scan of brain showed post tcar procedure that there was no intraluminal filling defect or dissection. There is a normal filling of the intracranial vasculature. No hemorrhage. No cortical edema or ischemia was identified. Some membrane thickening in the visualized ethmoid and axillary paranasal sinuses. On (B)(6) 2018 @ 9:34pm: dwmri scan of the brain showed small to moderate sized area of diffusion restriction within the left basal ganglia associated with t2 flair hyperintensity, compatible with recent infarction involving the lentiform and caudate nuclei. Punctate focus of apparent diffusion restriction within the parasagittal anterior left frontal lobe may represent a recent infraction or artifact. There is a prominence of the ventricles and sulci compatible with mild diffuse cerebral volume loss. No midline shift. Small chronic lacunar infarctions in the bilateral basal ganglia. On (B)(6) 2018 @ 6:30am: CT scan of the brain showed a large lobulated zone of recent hemorrhage which expanded the left basal ganglia. Thin band of edema surrounds the hemorrhage. A small amount of blood has ruptured into the 3rd ventricle and lateral ventricle. There is a partial effacement of the left lateral ventricle and slight left-to-right midline shift. Moderate cerebral perfusion at baseline. Small chronic lacunar infarcts in the right basal ganglia, unchanged. The calvarium and skull base are unremarkable, with normal aeration of the visualized petrous temporal bones and paranasal sinuses on both sides. Patient was transferred to acute inpatient rehabilitation.

Event description:
(B)(6) male patient experienced an acute left basal ganglia ischemic stroke, further complicated by intraparenchymal hemorrhage in the left basal ganglia.